Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that a skin reaction had occurred. The date of the event is an approximation. According to a report received via maude, the patient experienced two similar skin reactions approximately one month apart, presenting with the same signs and symptoms. This report documents the second event. On or around (B)(6) 2025, the patient initially reported discomfort and soreness at the insertion site, which progressed to itchiness, constant throbbing pain, and stabbing pain upon touch. Due to these symptoms, the patient removed the sensor. Upon removal, erythema and signs consistent with contact dermatitis were observed beneath the adhesive patch. The affected area remained warm and tender to the touch, and the erythema subsequently spread (exact location not specified). At the time of reporting, the patient was taking an unspecified antibiotic but did not provide details regarding the medication. There is no documentation of medical intervention, diagnostic testing, or confirmation of contact dermatitis. The current status of the patient remains unknown. Due diligence was not attempted as the reporter's details were not able to be identified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5178771 and mw517872. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 2 of 2 reports of skin reaction where the patient was taking an unspecified antibiotic that occurred two separate times. Please see related records (B)(4).